Event description:
The customer observed a falsely elevated alinity I free t4 for a 72 year old male. The following results were provided (reference range 9 - 23 pmol/l): on (B)(6) 2025, sid (B)(6), initial free t4 result >64.35 pmol/l. Another sample was collected in the emergency department later the same day, sid (B)(6), free t4 result= 17.5 pmol/l. The next day another sample was collected, sid (B)(6), free t4 result (analyzer (B)(6)= 18.36 pmol/l. The initial sample (sid (B)(6) was repeated on 03oct2024, repeat free t4 result= 16.59 pmol/l. Additional results provided: sid (B)(6), tsh result= 2.6547 miu/l; repeat result= 2.8988 miu/l; ft3 result= 3.10 pmol/l. Sid (B)(6), tsh result= 2.84 miu/l. Sid (B)(6), tsh result = 2.87 miu/l there was no additional impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 patient identifier: complete list of sample ID's are (B)(6).

Manufacturer narrative:
A complaint investigation was conducted for the alinity I free t4 reagent kit, lot 76559ud00. A review of tracking and trending did identify an increase in complaints for list number 07p70, however, no trends were identified for lot 76559ud00. A review in the corrective and preventive actions (CAPA) system did not identify any nonconformances, potential nonconformance or deviations associated with the complaint assay. In-house specificity testing of a retained kit of lot 76559ud00 was completed. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. Based on our investigation, no systemic issue or deficiency with the alinity I free t4 reagent for lot 76559ud00 was identified.

Event description:
The customer observed a falsely elevated alinity I free t4 for a 72 year old male. The following results were provided (reference range 9 - 23 pmol/l): on (B)(6) 2025, sid (B)(6), initial free t4 result >64.35 pmol/l. Another sample was collected in the emergency department later the same day, sid (B)(6), free t4 result= 17.5 pmol/l. The next day another sample was collected, sid (B)(6), free t4 result (analyzer (B)(6)= 18.36 pmol/l. The initial sample (sid (B)(6) was repeated on (B)(6) 2024, repeat free t4 result= 16.59 pmol/l. Additional results provided: sid (B)(6), tsh result= 2.6547 miu/l; repeat result= 2.8988 miu/l; ft3 result= 3.10 pmol/l, sid (B)(6), tsh result= 2.84 miu/l, sid (B)(6), tsh result = 2.87 miu/l. There was no additional impact to patient management reported.